Event description:
Customer reported that the device alarms error 51 (defective speaker). One pump was received for evaluation. The evaluation verified the customer report of "error 51". The speaker/flex ic was replaced to resolve this issue. Cleaned and post repair tested pump with known good power cord. After repair, pump was found to meet specifications.